Manufacturer narrative:
A device history review (DHR) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The device was received for evaluation. Visual and functional testing were performed. Visual inspection found the device was in good condition and no labels removed. Functional testing was able to replicate the reported problem. The device powered up and alarmed ec41100 which is an issue with the circuit board. The root cause of the reported issue was found to be circuit board. The circuit board was replaced. Operator of device is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was an 41100 error. No patient injury was reported.